Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: heartrail ii 6 f jr 3.5. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, lesion was mildly tortuous, mildly calcified and 75% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the stent delivery system may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of occurrence is not a result of a potential manufacturing/product related deficiency, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined; however, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and mild calcification. The vision stent delivery system (sds) was advanced to the lesion, and dilated. During deployment, the sds balloon ruptured at the first inflation of 14 atmospheres. The stent was implanted, and after ivus, post-dilatation was performed with a non-abbott balloon. The procedure was completed successfully, and there were no adverse patient effects reported. No additional information was provided.